Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturing site (B)(4)) for evaluation. The manufacturer reports that "during the investigation it has been observed that insulation of positive wire (inside the light guide) was damaged during manufacturing and uninsulated wire potion was touched with the blade which was work as a negative terminal in the circuit of blade. That lead the circuit failure and lighting issue." The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. This is a confirmed manufacturing complaint. Positive wire found damaged with was touching with the blade. A non-conformance was opened to address this issue.

Event description:
Customer complaint alleges the laryngoscope blade stopped lighting during an intubation procedure. No patient consequence reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the laryngoscope blade stopped lighting during an intubation procedure. No patient consequence reported. Patient condition reported as fine.